Event description:
This is submitted to report that the mitraclip detached from one leaflet, and remained on the other leaflet, resulting in decompensation and mitral valve surgery. It was reported that the mitraclip procedure was performed on (B)(6) 2014, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted and the mr was reduced to <1. On (B)(6) 2014, the patient was showing signs of decompensation; therefore, an echocardiogram was performed on (B)(6) 2014, which revealed that the clip had detached from the posterior medial leaflet, and remained on the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3. Surgical intervention was performed on the mitral valve on (B)(6) 2014. Post-surgery, the patient was extubated and clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda-the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the incomplete coaptation may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported difficulty grasping the leaflet(s) and/or slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.